Event description:
Procedure: lap chole. One side of the instrument jaw broke off inside pt's abdomen, requiring thirty minutes of searching inside abdomen for the broken piece. Retrieved the piece, and continued the surgery without incident.